Manufacturer narrative:
Additional information: the surgeon dilated the patient post-operatively but there was no change in vault. The lens was subsequently exchanged for a shorter lens and the problem was resolved. (B)(4)

Manufacturer narrative:
The lens was returned in liquid, in lens vial. Visual inspection found one haptic torn. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, in the patient's left eye (os). The lens was found to have an excessive vault. The surgeon dilated the patient post-operatively but there was no change to the vault and the lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.